Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image became unstable because the adaptor of the coupler unit was loosened. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
As reported by the customer for this event, during preparation for use for a therapeutic lithotripsy procedure, the device yielded an upside down image. There is no patient involvement. The intended procedure was completed with another similar device with no more than 15 minutes delay.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the adaptor was loose; the adapter became normal after reinstallation. In addition, some stripes appeared on the image when the cable was twisted and swayed and a bright dot could be seen on the image. An upside down image was not observed. The user¿s complaint of upside down image was not confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.